Event description:
It was reported by the (B)(4) sales professional that a male patient older than (B)(6), weighing (B)(6), underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was obtained at the bottom edge femoral head, cfa (possible side wall stick), via a 6f sheath (model unknown). Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel approximately 6mm in size. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the device was deployed (at 1:39 p.m.) There was immediate puffiness in the access area and the patient complained of pain upon palpation. While the patient was on the catheterization table manual compression was applied for approximately 1/2 hour, in which time it was believed that hemostasis was achieved. The patient was transferred to the unit where the groin was found to be swelling once again and manual compression was applied for approximately 1/2 hour. Hemostasis was established again at that time. Later in the evening (approximately at 21:00) the patient was ambulated to the bathroom to have a bowel movement. The nurse who cared for the patient stated that it appeared that the patient strained and the blood that had accumulated in the hematoma migrated to the patient's scrotum causing significant swelling (approximately the size of a baseball). Although the hemodynamic status of the patient was not provided, the physician mentioned that the patient received 3 units of blood. The patient was discharged on (B)(6) 2012 with no further complications.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the cause of the reported event could not be determined.a review of the lhr was not possible as the lot number was not provided.